Event description:
It was reported that this implantable cardioverter defibrillator (ICD) provided inappropriate therapy for an atrial driven arrhythmia with rapid ventricular response (rvr). Anti-tachycardia pacing (atp) and six inappropriate shocks was provided. No additional adverse patient effects were reported. This ICD remains in service.